Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on the latest information, the customer identified that pump battery got depleted, and customer was not able to change the battery right away, no battery issue was reported. So event submitted under regulatory report 2032227-2025-187819 is not-reportable.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump battery died, which resulted in the transmitter becoming unpaired from the pump and the pump becoming unpaired from mobile app. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a, mmt-6101, and mmt-6101. Troubleshooting was performed and repaired the pump and mobile app as well as the pump and transmitter but the issue was unresolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-6101. No product return is required for mmt-6101.